Manufacturer narrative:
Investigation summary: customer returned ( 1 ) 4mm, 32g bd pen needle without the tear drop label. Customer reported the insulin does not flow through the needle. The returned pen needle was examined and it exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at npe. Root cause description: the possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that insulin does not flow through the needle of a bd ultra fine¿ pen needle.